Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.

Event description:
Procedure: wedge resection. According to the reporter: during the case, since the staples were not released from the staple pockets, the jaws could not be removed from tissue after firing. The firing was done as usual and staples were formed into a "b" shape. To remove the device, tissue was cut additionally with a new device. Prior to additional cut, a new dlu was loaded to the new stapler and fired on gauze as a trial to confirm the new device had no problem. There was tissue damage and additional tissue loss. There was no bleeding. Nothing fell into cavity. Operating time not extended more than 30 minutes.